Event description:
An infusion trial complication was reported. It was reported that patient began trial a week from last (B)(6) 2014 or 10 days ago. Healthcare provider (hcp) gave patient a 2 mg morphine bolus on table at 7:45 am and by 4 pm patient had a significant reduction in pain but still had some pain present. Hcp gave a second dose of 2 mg bolus. The catheter was epidural the whole time of the trial. After the second bolus everything went downhill. Patient¿s ¿bp¿ (blood pressure) spiked among other symptoms that reporter did not have details on. Hcp felt the need to keep the patient inpatient in the hospital, although the trial was supposed to be outpatient. Hcp was questioning what could have happened. Hcp did MRI of the spine and the radiologist stated csf (cerebrospinal fluid) was accumulating l4-5 area; reporter indicated the catheter was actually inserted around t12/l1 space. Patient had reported weakness in legs but no csf headache. Reporter thought patient was possibly discharged on (B)(6) 2014 but did not have many details yet. As of (B)(6) 2014 hcp didn't hear anything over the weekend. Per reporter hcp didn¿t have a ton of experience and was questioning how this was possible.

Manufacturer narrative:
(B)(4).